Event description:
Us legal mdl. It was reported that, after a r3 tha construct had been implanted on an unknown date, the plaintiff experienced failed metal on metal articulation, elevated ion levels, pain, and disability. The plaintiff has failed the conservative nonsurgical management, which included ambulatory assistive devices, low impact exercise, and anti inflammatory medication. A revision surgery was performed on (B)(6) 2020 to treat these adverse events. The patient outcome is unknown.

Manufacturer narrative:
H3, h6: it was reported that, after a r3 tha construct had been implanted on an unknown date, the plaintiff experienced failed metal on metal articulation, elevated ion levels, pain, and disability. The plaintiff has failed the conservative nonsurgical management, which included ambulatory assistive devices, low impact exercise, and anti-inflammatory medication. A revision surgery was performed to treat these adverse events. All of the devices were used in treatment. As of today additional information has been requested for this complaint but has not become available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review and device labelling / IFU review could not be performed. The devices would have met manufacturing specifications at the time of production. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The clinical information provided, of the reported elevated metal ion levels and black staining of the femoral stem may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. The investigation remains inconclusive and neither a definitive nor potential root cause can be determined. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.